Event description:
(B)(4). Severe bleeding for the last 9 years. Periods that are extremely painful and periods that come 1-2 times a month, huge clots, headaches, anemia, and I have andomyosis. Sometimes I need to call off from work because of the bleeding. Serious dental problems I didn't have before in the last year I've had 4 crowns placed and all old filling have had to be drilled out and replaced. Always tired, no energy to anything. And now possible hysterectomy!